Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Patient reported "leak". This record is for unknown side. The device was explanted and replaced.

Event description:
Patient reported "leak". Healthcare professional later reported "implant failure". This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.